Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while collecting the ankle centers in a cori assisted tka surgery, the screen went black and then produced an internal error. They unplugged the tablet and the handpiece, waited a few seconds and plugged the handpiece back in and left the tablet unplugged. They resumed the case, setup the handpiece again, and the same exact thing happened while collecting the ankle centers again. They turned the real intelligence cori off and back on, resumed the case, and were able to complete the case without further errors. The procedure was completed without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession.log, and/or coredump) needed to identify the cause behind the intraop crash were not provided for review. Although the logs were not provided for further investigation of the root cause, a possible contributing factor for the internal error could be a software defect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.